Event description:
It was reported that the device was used during a vaginal hysterectomy procedure. The surgeon fired stapler, waited 10 second and released handle. The surgeon removed stapler. At this point fell of staples lines and not formed. He experienced the same problem with another reload. The surgeon hand sutured. 500cc blood was lost. Twenty minutes was added to the case.